Event description:
The pt was implanted with an scs system consisting of an ipg, leads, and two lead extensions on (B)(6) 2009. It was reported that the pt experienced a loss of stimulation. The physician removed the system on (B)(6) 2009. During the procedure, it was discovered that both extensions had broken off in the ipg header. The ipg was discarded and was not returned to ans for analysis along with the extensions. There is no further info available.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Both extensions have the channel 1 electrode missing from the terminal end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.